Manufacturer narrative:
The fse went onsite and evaluated the equipment. Results of functional testing indicate the battery needed to be replaced. The battery was replaced and device returned to full functionality. The spare part number could not be provided by the fse. The malfunctioning battery was discarded by the customer. The device remains at the customer site.

Event description:
It was reported to philips that the device had a power failure. There was no patient involvement.